Event description:
It was reported that during a da vinci-assisted ventral hernia lpom surgical procedure that a non-recoverable fault occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found a 252 error. Prior to calling in, the customer had already swapped out the vision side cart (vsc) and was in the process of swapping the patient side cart (psc) out. The tse had the site check all of the fiber cable connections. All were blue except for the psc. The tse advised the site that the problem was a fiber cable related issue. During the call, customer informed that after swapping the psc out, the system booted up normally and the customer continued with the procedure. The tse recommended that if they had any additional issues to replace the blue fiber cable going to the psc. There were no reports of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) spoke with the site and advised that the issue was likely related to the blue fiber cable going to the patient side cart (psc), and to replace that cable if the issue returned. An isi field service engineer (fse) followed up with the site and was advised that the issue did not return and was resolved with the tse during the initial phone conversation. No site visit was conducted. The tse confirmed that the system was working properly, and no additional action was required as the issue was resolved. A remotefe report review was performed by the isi technical support engineer tse and fse. Related system error fault was identified due to a suspect system cable and no system issue confirmed. This complaint is considered a reportable event due to the following conclusion: it was reported that the customer converted to a backup patient side cart and vision side cart after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.